Event description:
It was reported by the hospital pharmacist patient in emergency department due to device exhibiting an alarm. No further details provided. No serial number of the malfunctioning pump was not provided. Product fault has patient involvement. It is unknown if the product is returning. Drug name, strength and formulation: remodulin 1mg/ml. Manufacturer united therapeutics. Dose and route prescribed remodulin dose - 56 ng/kg/min - intravenous. Lot # 939660. Indication/diagnosis for use: secondary pulmonary arterial hypertension.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6): unknown.